Event description:
An electronic report was received from a hemodialysis user facility who has reported a dialyzer reaction. Initially, the report stated a severe reaction to the optiflux 200 membrane. The initial report stated the event occurred approx 15 mins into the dialysis therapy. The presenting symptoms were severe hypotension, chest pain that radiated to back, and a seizure. The therapy was discontinued and ems was called. The report also states this pt has a history of chest pain but has been worked up and cardiac eval was negative. Also, the report stated the staff has an order to change the dialyzer back to an exceltra 200. The initial reporter has been contacted. It was learned on 10/04/2006, that the hemodialysis bloodlines were reversed for this event. The pt was given an infusion of saline and was then transported to the ER for further evaluation. The initial reporter was not sure if the pt's blood was returned. No sample or lot number available for an evaluation. The pt reportedly has recovered and received dialysis with use of the exceltra brand with no further ill effect.